Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A second bard g2 recovery filter was then attempted to be placed from the right groin. Again, the arms deployed; however, the legs did not release from the deployment device, or deploy. This filter was again snared from the right internal jugular vein. It was pulled off of the delivery device; however, the legs still did not deploy. This filter was also removed. Evaluation of the filters after removal showed a thick fibrin sheath that surrounded the legs of both filters, which did not allow them to open. This was of uncertain etiology. Therefore, the investigation is confirmed for the partial deployment of the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3,h6(method). H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolus and in conjunction with knee replacement surgery. Immediately post filter deployment, it was alleged that the filter arms deployed and the legs did not release from the deployment device. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolus and in conjunction with knee replacement surgery. Immediately post filter deployment, it was alleged that the filter arms deployed and the legs did not release from the deployment device. The device was removed percutaneously. The current status of the patient is unknown.